Manufacturer narrative:
This is 1 event for the same patient involving 2 separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced illness, then was hospitalized and treated for infection; too much fluid being removed during dialysis and other complications. These events were allegedly due to the administration of the product during dialysis treatment.